Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The transseptal puncture was completed and the patient received 13500iu of heparin. The physician then positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and recaptured twice before a third deployment successfully positioned the closure device properly. The closure device was released and successfully implanted in the laa of the patient. After the closure device was implanted a transesophageal echocardiogram (tee) check of the patient discovered a long thrombus present on the closure device. The patient was given 4000iu of heparin in response to the thrombus formation. The physician attempted to aspirate the thrombus three times with three different devices but was unable to remove the thrombus from the patient. No other attempts to aspirate were made and the physician ended the procedure. The physician plans to keep administering anticoagulation medication to the patient in order to resolve the thrombus. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.